Manufacturer narrative:
Replacement spare parts kit was sent to the customer. The customer reported mastitis during a routine follow up for product return. A medela clinician spoke with the customer on (B)(6) 2014 where she stated she was diagnosed with mastitis when she went to her doctor complaining of a tender spot and flu-like symptoms. She was treated with dicloxacillin and is now recovered. Her milk supply decreased, but use of her pnsa is helping her rebuild her supply. Customer received appropriate medical attention, resolved her pump issue by changing to another medela pump on hand and is doing well presently. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. (B)(4): breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the spare parts kit of her freestyle breast pump had a leak. During follow up for product return, medela was informed that she was treated for mastitis.